Manufacturer narrative:
Explant date: only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported that the ins was replaced in the spring due to controller and recharger. The cause was still undetermined.